Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a low anterior resection, the device was used in the final step to reconnect the distal colon to the proximal rectum. Postoperatively, an anastomotic leak was identified and attributed to the stapler. A leak test was performed during the initial surgery with no bubbles observed, and two complete donut specimens were obtained. The patient required readmittance to the hospital, underwent an additional surgical procedure, and a colostomy bag was placed.